Event description:
Procedure: exploratory laparotomy; lysis of adhesions; possible bowel. According to the reporter: the surgeon decided to do a bowel resection by stapling extra corporeally. The surgeon fired the instrument but was unable to retract the black knobs. He used a stainless steel instrument to pry the jaws open and wiggle it off the tissue. The tissue and staples appeared to be intact but he stapled off approximately 2cm of tissue just in case there was a serosal tear from the removal of the stapler. He continued on with the case without complication. The scrub tech removed the yellow shipping wedge prior to loading the reload. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).